Event description:
It was reported that (1) al326 was used during an unknown procedure. It was reorted by the rep that the clip applier was not releasing any clips at all during the repositioning of peritoneal dialysis catheter. The case was finished by using another al326. There was no consequence to pt.